Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows:the patient was operated with an expert han-nail (hindfoot anthrodesis nail). During the healing period, the patient broke her leg and the proximal part of the nail. It was also reported that the patient was reoperated. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that: synthes manufactured the 10mm ti hindfoot arthrodesis nail, p/n 04.008.078, and lot number 7557719 for (B)(4) pieces initiated (B)(6) 2013. Initially, the part conformed to the synthes final inspection sheet # (B)(4), revision ¿d¿. The parts were released to the warehouse on (B)(6) 2013. Due to an unknown cause, the patient was operated with an expert han nail, during the healing period the patient had broken her leg and the proximal part of the nail was broken. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The 10mm ti hindfoot arthrodesis nail was made to the synthes drawing p/n 04.008.078, revision ¿a¿, released on (B)(6) 2005. A manufacturing investigation was conducted. The report indicates that: the fracture surface of part b showed mainly forced fracture with dimples which indicates high dynamic loads. Sem observations and findings showed that the nail failure was caused by fatigue and overload screws are intact. No visual damage. The screws have no effect on the han nail fracture. The han nail broke through the first proximal locking hole. Two x-rays initially reported as taken on (B)(6) 2014, should be (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.